Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a stent graft deployment procedure, the stent graft could not be deployed; therefore, the stent graft was exchanged for a new stent graft that was prepped and deployed successfully. There is no reported pt injury.